Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000162, lot #: unknown, ubd: unknown, UDI #: unknown; product ID: bi71000163, lot #: unknown, ubd: unknown, UDI #: unknown . A medtronic representative visited the site to evaluate the equipment. The rep replaced the batteries and completed system checkout. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was having a low battery error. There was no patient involved.